Event description:
The patient's attorney states that a dual lead cervical cord stimulator was implanted in 2002. Surgery to revise the percutaneous leads took place two years later. Laminectomies were performed during the revision surgery which resulted in the patient being a quadriplegic.